Event description:
It was reported during use, cardiosave iabp had augmentation issues. The alleged issue was not a product deficiency, rather user error. There was no harm to the patient due to this issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) determined through call that the device (catheter and pump) was working as intended. Troubleshooting identified the nature of the alleged issue and reviewed that the pump was functioning appropriately given the patient¿s clinical picture and pump settings. The alleged issue was not a product deficiency, rather user error. Fse stated customer sent a picture which revealed the augmentation bars had been manually reduced all the way down to the lowest limit of 1 bar. Fse reviewed what that meant clinically as the iab would not be inflating fully. We reviewed increasing them to at least 50% or greater. No service was needed or requested.